Event description:
During the procedure, the enterprise stent advanced through prowler select plus. The physician wanted to match the positioning marker of enterprise with aneurysm neck. But the physician acknowledged the enterprise's positioning marker had something wrong. So the physician removed the enterprise stent and used another same size enterprise stent. The procedure was successfully done. Additional information received from the affiliate indicated that the physician felt the positioning marker of the enterprise was a little bit short so he changed it. The device was successfully retrieved without any stretching found. No additional intervention performed and no known medications prescribed. The patient was good.

Manufacturer narrative:
It was reported that the enterprise vrd (enf452212/ 10085955) was advanced through the prowler select plus microcatheter; however, when matching the positioning marker of the enterprise with the aneurysm neck, it was reported that there was something wrong with the enterprise positioning marker. It was thought that the positioning marker was "a little bit short." Therefore, the enterprise system was exchanged for another device. The enterprise was successfully retrieved. No additional intervention was required to remove the device and no stretching of the device noted. There was no patient injury. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10085955. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd and delivery was received coiled inside a plastic bag. The enterprise stent was received deployed into a small plastic bag without any visual damaged. The delivery wire was received without any visual damages. The enterprise system was compared with a lab sample enterprise and no anomalies were found on the marker bands. The marker band was inspected under microscope and no anomalies were found. The device was sent to lake region medical for additional dimensional analysis. Per lake region analysis the positioning marker length and position was within specification. Additionally, all other components of the delivery wire position, length and diameter met specifications. The returned stent also met length and diameter specifications. The report that the enterprise delivery wire marker band was too short was not confirmed with analysis. The returned device was found to have no anomalies and all dimensions and the position of all components were within specification with no damages or discrepancy. The root cause of the reported event could not be conclusively determined; with review of the device history records and returned device there are no manufacturing issues contributing to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.